Manufacturer narrative:
Smiths medical received two pieces of one jelco® protectiv® safety i.v. Catheter for analysis in a used condition. Microscopy exam of the catheter determined that at approximately .080" from the distal end of the catheter hub, a semi "v" shaped incision was present. This semi "v" shape incision was found to be consistent with a catheter wall penetration by the j-point cannula. When this failure mode occurs, the catheter tube exhibits a distinct "v" shape cut produced by the needle point. The infusion nurses society standards of practice was reviewed and found the non-supported practices: reinsertion of the needle during initial IV placement; placement of the IV in a joint of flexion where the catheter will be subject to repeated bending/kinking; use of scissors to cut tape when removing an IV catheter may result in inadvertent cutting of the catheter. Based on the evidence the failure mode was determined to be user error and was compromised during use. The root cause suggests that the catheter tube separation suggests that reinsertion of the needle occurred, severing the catheter tubing.

Event description:
Information was received indicating that a smiths medical jelco® protectiv® safety i.v. Catheter broke off and remained in the patient. Six hours following, the severed catheter was retrieved. The patient recovered with no adverse effects.